Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified low sensor scan results compared to readings obtained from a competitor brand blood glucose meter (results unspecified) and experienced unspecified symptoms of diabetic ketoacidosis. Customer was taken to a hospital and a laboratory glucose result of 32.1 mmol/l (578 mg/dl) was obtained and customer was diagnosed with hyperglycemia. Customer remained hospitalized for an unspecified duration and underwent multiple tests and received unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.